Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6)-2008. Subsequently, the patient was revised on (B)(6)-2011 due to signs of metallosis and lack of bone ingrowth. The modular head, acetabular cup, and taper adapter were all removed.